Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated in (B)(6) 2021 they got really sick and went to the ER and was in the ICU for 8 days because their lead got pulled out from the spine and pt got a staph infection. Pt said they had to have all of their equipment removed from their body due to the infection (pt said this was in (B)(6)). Pt said they were on a "pump" for 2 months afterwards. Pt said they now moved to michigan and has a new healthcare provider (hcp)/neurologist but one hcp said pt was not a candidate for spinal cord stimulation (scs). Pt said they didn't know why they said that, and pt said their s1 and l 3,4,5 were bulged and pt was not on pain meds right now and was about ready to go nuts so pt really wanted another scs. Pt mentioned the scs was their lifeline so they could walk. Pt said they did not have a rep in new area and asked to get in touch with one. Pt said they had an hcp appointment next tuesday.  Patient services  emailed fyi to field team in pt's area. Patient services documenting information given during the call.

Manufacturer narrative:
Concomitant medical produtcs: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) ubd: 04-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.